Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. The receiver passed the charge and boot test. The log was downloaded and passed. A review of the share logs was performed and signal loss was found within the investigation window. Test on receiver functional test station was performed and it passed. Perform pairing test passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.